Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump was not delivering the correct amount of insulin. No reported adverse impact to the customer's blood glucose. Further information regarding the event could not be obtained.